Event description:
The customer reported that companion 2 driver exhibited an "overpressure" alarm and an "incorrect pressure" alarm while supporting a pt. There was no adverse pt impact. The customer reported that the pt was switched to the backup driver. This alleged failure mode poses a low risk to the pt because it did not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncarida for eval. The results of the investigation will be provided in a supplemental MDR.